Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties and stent migration occurred. The target lesion was located in the portal vein. A wallflex¿ biliary transhepatic stent was deployed. As the physician attempted to remove the delivery system, the deployed stent appeared to be coming with it. The physician was eventually able to get the deployment system freed from the stent and removed from the patient. A balloon catheter was used to readjust the placement of the deployed stent. In the physician's opinion, it was due to the patient's anatomy. No patient complications were reported and the patient's status is fine.